Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-dec-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2019-sep-23 (for, hcp, rep): information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration and 800 mcg/day via an implantable pump for spasticity. Last year, after some months, of the patient worrying that something was wrong, we found the kinked catheter that then had to be replaced. It was in that context she experienced overdose ¿ even though the pump was restarted at 500 mcg per day and her previous dose had been 800 per day, she clearly had not been getting anywhere near that amount. The whole episode resulted in a very large deep vein thrombosis (dvt) and losing independence with transfers and toileting that she has never regained. The patient still had not regained independent transfers onto the toilet since her overdose a year ago, despite dose adjustments and "physio". No further complications were reported and/or anticipated.